Event description:
It was reported that this lead was surgically abandoned due to advisory or recall. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).